Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during a vitrectomy procedure the surgeon noticed a grey circle zone in the central area of the intraocular lens (iol). The lens was implanted on (B)(6) 2002 without any complications. The grey area seemed to be close to the anterior surface and due to this grey zone, the visibility to retina was compromised. Reportedly the vitrectomy was done due to posterior indication. The lens was explanted and replaced during the operation. No further information was provided.

Manufacturer narrative:
Device evaluation the intraocular lens (iol) was returned to the manufacturer. Only a piece of the lens with haptic was returned. The condition of the lens was observed and it is consistent with a lens that has been cut due to ¿iol removal or explant¿ procedure. During sample evaluation the piece of lens was observed clear as expected in the silicone monofocal iols. The reported issues as ¿unexpected postop refraction¿, and ¿grey circle zone in central area of the lens¿ could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints history revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.